Event description:
In 2010, the biomedical medical technician discovered a problem with the b. Braun dialysis unit. He heard an unusual sound during the disinfection cycle. Upon investigation, he discovered one of the tubes in close proximity to the spinning fpa pump had nearly wore through the tubing. The biomedical technician contacted b. Braun and was told "we know about it" by one of their service. The biomedical technician replaced the tube, but shortened it to prevent it from touching the fpa pump to correct the situation. All dialysis units were checked. All 14 units had two loose mounting slotted screw at the motor mounting area which allowed the air assembly to turn. Pictures were taken of the unit and the affected tube.